Event description:
During a routine hemodialysis treatment, the operator experienced arterial air alarms and arterial pressure alarms. Treatment was terminated without rinseback due to air present in the cartridge circuit, which resulted in a 210cc blood loss. No medical intervention was required.